Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a communication error and intermittent image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely there was an intermittent image and communication error code due to fluid in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.